Event description:
The lead was returned without paperwork and no reason for explant provided. The lead serial number could not be indentified due to partial return. Device analysis reveals j retention wire fracture without protrusion through the outer polyurethane insulation.